Manufacturer narrative:
B3 event date is approximate. Month and year of the event were confirmed to be accurate. See b5 narrative for further context on date of event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported they were having trouble adjusting their stimulation. Pt said they were having back pain, and they were trying to increase their stimulation in group b, program 1 was at 3.6 and program 2,3 and 4 was all at 3.7. Pt said when they tried to increase the intensity they were getting 'settings not available cannot provide your desired intensity settings'. Pt said the issue started over a month. Pt said they had notified their healthcare provider (hcp) office to set a manufacturing representative (rep) appointment but they were told to call in. During the call, agent had the pt reset the controller. Agent walked the pt in increasing the intensity but same message was showing, pt can decrease the intensity but cannot increase. Pt tried group a and was working fine. Pt said they had been using group b since it was adjusted 2 years ago. Pt said the controller battery was at 100% and implant battery was at 80% charged. Pt said they had a doctor's appointment on (B)(6) at 1 pm and they would like the rep to meet them. The issue was not resolved. Email sent to field staff. Additional information was received from the rep. Rep reports the cause was not determined, a reprogramming appointment was scheduled with the patient on (B)(6) 2026, and it is unknown if the issue was resolved at this time. Additional information was received from the rep. Rep reports meeting with the pt on (B)(6) 2026 and that the cause of the oor/settings not available message was determined to be due to "impedance". Rep reports they were able to adjust programming and the issue was resolved. The rep reports confirming this information with the physician.